Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump touch screen was unresponsive. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malf code 01 issue was verified, but the touchscreen unresponsive issue could not be verified. However, a different issue was identified. The information will be used for tracking and trending purposes.